Event description:
Rn reported five incidents of dry minicaps. Per rn four of the pouches do not have any air in them and one pouch has a slit in it. Per rn, the sponges were light brown in color. Per rn, no pt injury was associated with these incidents.